Manufacturer narrative:
A product deficiency was not reported or found. The customer was provided with the sds.

Event description:
The customer reported a patient using the binaxnow covid-19 ag test extraction reagent as eye drops. The paient pesented to the user facility and the patient's eyes were flushed with water. The safety data sheet was emailed to the customer for information on the reagent solution. The customer reported that the patient was sent to another facility for further testing and treatment if required. No additional patient information, including treatment and outcome, was provided despite multiple attempts.